Event description:
It was reported that an ilet user experienced hyperglycemia while awaiting an infusion set and cartridge change and required guided troubleshooting to replace the cartridge, prime the tubing, insert the steel 6 mm infusion set with anchor, and fill the cannula, after which insulin delivery resumed; no device alerts or alarms were reported, and the highest recorded blood glucose was 263 mg/dl for approximately 1¿2 hours. Symptoms included elevated blood glucose without ketone testing, medical intervention, or acute health effects. Outcomes included temporary interruption to normal glycemic control without hospitalization, disability, or need for third-party assistance. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia could not be determined. It was concluded that the event was user-reported hyperglycemia with unclear cause following an infusion set and cartridge change, with therapy restored after guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.